Event description:
It was reported that when powered on the screen had flashes, strobes etc. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that when powered on the screen had flashes, strobes, etc. And therefore the interpose board was replaced. It was further noted that no stylus came in with the programmer and therefore a stylus was added and calibrated. (B)(4).